Event description:
The cordless driver 3 was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The e-box was found to be the primary cause of the event.